Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively in a laparoscopic gastric sleeve on stapling the stomach, the device worked till 30 mm and the rest did not close. They used another device to complete the case and resolve the issue. The patient was alive with no injury.